Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyh0456 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported by the facility that they were able to get blood return, but were unable to flush the catheter to clear the remnant blood. The nurse heard a pop and was unable to get blood after she heard the pop. Air bubbles were noted upon withdrawal. Charge nurse was notified and accessed catheter. Nurse found a small tear like hole just distal to the plastic triangular juncture in the catheter. The catheter was removed and physician was notified, new PICC placed and confirmed tip location via x-ray. No reported patient injury.